Event description:
The patient underwent prophylactic generator replacement. The explanted generator has not been received to date.

Event description:
Clinic notes were received for patient's generator replacement referral. Per notes, the patient has been experiencing an increase of seizure activity. The vns parameters were reviewed and was observed to be very close to end of battery life. Notes indicate that they want the generator to be replaced with a newer model for better seizure control as patient has responded to vns therapy. No known surgical intervention has occurred to date.

Event description:
The explant facility discards all explants in surgery.